Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a minicap transfer set and a titanium adapter. The transfer set detached "came loose" from the titanium adapter. This occurred during a bag exchange for continuous ambulatory peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h11: clarification has been received from the reporter which stated that the titanium adapter had not been changed. Therefore, the titanium adapter is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.